Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4.1 not detected on bus. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the drawer 4.1 continued to fail, with all cubies reporting as not detected on the bus. The field service engineer (fse) performed troubleshooting and a visual inspection, which identified loose row board connections and a loose connection at the drawer board. All connections were reseated and debris was cleared. Testing was resumed, and no further issues were observed. The user verified proper operation by completing inventory counts successfully. The system functioned as intended after field service engineer repaired the device.